Manufacturer narrative:
(B)(4). Device evaluated with no defect found on returned meter. Returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-5 error message. Customer states the error message appears after applying blood to the test strip. Customer states he is feeling fine and denies any symptoms such as fatigue, excess urination, thirst, or blurry vision. Customer confirms that there has been no adverse event or MDR related to the error message. Customer was advised why the error message may appear. Customer confirms that he has been using the proper technique. Customer normally ranges between 120-140mg/dl. Customer attempted another blood test and e-5 error message persists.